Event description:
During removal of a vena cava filter by an interventional radiologist, two small pieces of the filter were left behind. Multiple attempts were made to snare both pieces without success. The patient was asymptomatic and the decision was made to follow the patient conservatively at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unk. The filter was not returned for evaluation. In spite of several attempts, no further information could be obtained about this reported incident. It is unk if patient or procedural factors contributed to this event. The root cause is unk. The information for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.